Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed no activity related to the complaint recorded. The subject battery was not returned with the pump for investigation. On examination, there was no visible evidence of burning. The battery compartment and cap are intact with no physical damage or evidence of moisture damage. On testing, the pump powers up properly and the power circuit does not draw excessive current.. The pump was exercised for 4 hours without resulting overheating or alarms. The pump was opened for investigation and did not reveal any evidence of internal moisture or defect to the internal pump components. Investigation was unable to duplicate the complaint of pump and battery overheating.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump was warm to the touch and the battery compartment was damaged. There was no evidence of moisture in the pump and the battery cap was secure. There was no patient injury associated with this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.